Manufacturer narrative:
The reported event of low pacing impedance was confirmed. The device was above elective replacement indicator (eri) level upon receipt. Low rv impedance was confirmed during initial testing, consistent with data corruption and the reported event. Product code was reloaded and further analysis including cold soak indicated normal device functionality. The low rv impedance anomaly could not be reproduced despite extensive efforts. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when the ventricular lead connected to the pacemaker, it was noted that the pacemaker exhibited low pacing impedance and unspecified right ventricular port issue. The pacemaker was not used and replaced during the procedure. The patient was discharged.